Manufacturer narrative:
The reported issue was not confirmed, however, service verified 'low battery' issue. Battery was over 3 years old/outdated. Also, possible root cause of failed gearbox could not be determined at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been received but evaluation has not yet been completed. When completed a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rate accuracy is off on the unit. This issue was found on the service bench so there was no patient involvement.